Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the pull wire broke leaving the basket stuck inside the patient. There was no stone inside the basket when the pull wire broke. The physician pulled the basket hard to remove it from the patient. The procedure was completed with another gemini basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.